Event description:
The patient was sent to the emergency department for rescue. One medical start used the cardiopulmonary resuscitation machine. After 3 minutes of use, the equipment malfunctioned and stopped working which delayed the rescue work of the patient. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).